Manufacturer narrative:
Device not explanted at this time. Unable to provide the manufacturer, PMA/510k number, and/or date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be completed.

Event description:
Pt status post nail and blade implantation returned to surgeon for post op visit. An x-ray showed the helical blade had penetrated the hip joint. Surgeon noted he had difficulty placing the blade and was unable to insert the distal locking screw at implantation procedure. Surgeon is monitoring the pt and the hardware has not been removed at this time.